Event description:
It was reported the device over infused an unspecified medication.

Manufacturer narrative:
It was determined through failure investigation that s/n (B)(6) is no longer a suspect. Please refer to manufacturer report number 2016493-2020-05736 which captured the report.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided

Event description:
It was reported the device over infused an unspecified medication.